Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that after insertion, the lens was noted to have a 3-4mm circumferentially oriented crack mid optic so the decision was made to remove the lens.